Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H6: investigation summary one sample model mp5301-c lot 23039020 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent near the male luer tubing bonding. The customer complaint that the set was unable to be flushed was replicated. A device history record review for model mp5301-c lot number 23039020 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: mat# mp5301-c lot# 23039020 defect will probably be flow issues ¿ fluid blockage; complete occlusion the defect is the same that it will not prime.